Event description:
The harmonic scalpel was plugged in, tested and was used for part of the case before it would not work any more. The tips were clean, the jaws were closed on tissue and the button was pushed to cut and coag, but the harmonic would not work. Rep was called, did not call back. Physician then used electro cautery instead.======================manufacturer response for harmonic scalpel, harmonic scalpel (per site reporter).======================rep was called during surgical procedure, but did not return the phone call. Unknown if any contact with the company has been attempted or successful since that time.